Manufacturer narrative:
A company service rep checked system; vit output met specs. Unable to duplicate performance problem reported. Replaced fluidics module as diagnostic measure. This report mailed in to FDA on: 06/09/2006. The manufacturer internal reference number is : ia060775.

Event description:
Reporter noted posterior capsule tear had occurred during procedure (cause not provided); anterior vitrectomy required. System was not cutting/suctioning in vit mode. Case was delayed setting up another system, but completed. Stated there was no pt injury.